Manufacturer narrative:
Block b3: exact date unknown, event likely occurred at the end of november or beginning of december.

Event description:
Patient presented to the physician with tongue weakness and retraction. Physician prescribed oral steroids and will re-evaluate.